Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui and stent graft limb was implanted along with a talent occluder in an emergency procedure along with a fem-fem bypass for the treatment of a ruptured aaa. It was reported the patient expired post procedure. As per the physician the cause of the event was anatomy. No additional clinical sequalae and the patient is expired.